Manufacturer narrative:
It was reported that a surgery was performed for the re position of the acetabular liner due to dislocation. The associated r3 20 deg acetabular liner, used in treatment, was not returned for evaluation. Therefore the product analysis could not be performed. The review of manufacturing records was conducted and it did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgery was performed for the reposition of the acetabular liner due to dislocation.